Event description:
The event was reported as, the pt had a stomach perforation that was noted nine days after implantation and was admitted to hospital and is in stable condition and has received a blood transfusion. The lap-band was explanted. Follow-up findings translated as, "there was no particular difficulties noted during fitting of the band" and the pt "left the day after the surgery with no symptoms with recommendation for use." The translation further reads: "the symptoms began quite suddenly nearly 5 days post-operative". The pt presented at the ER and the emergency physician diagnosed "a pulmonary embolism and started anticoagulant therapy. Non-improvement of the symptoms after a few days and the pt came back." He surgeon "concluded with a late perforation (5-7 days after putting the band in place) and brought the pt into the or the same day for fluoroscopic extraction of the band and drainage. Little contamination was noted during removal of the band, so no culture was done. This pt did not receive any blood transfusions and only the present analgesics were used post-operatively."

Manufacturer narrative:
The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of stomach perforation as follows: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Device labeling addresses the possible outcome of pulmonary embolism as follows: specific complications of laparoscopic surgery can include spleen damage (sometime requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound.